Manufacturer narrative:
H3: product analysis of part # 9560524 ; lot # my20l001 during the inspection, it was confirmed that the bearings were broken and there was deformation of the thread of the handle screw. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via manufacturer representative regarding an event happened post-operatively. It was reported that, the instrument had lock failure. There were no problems during the surgery, but there were broken parts and there was a time before that it had a poor fixation. No damaged parts were found near the surgical field. No patient involved during this event. No complications reported regarding the event.